Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the staples were malformed after the firing. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what type of procedure was the device used in? The device was used in a total gastrectomy on which firing did the event occur? 1st. Area of staple line failure? Whole staple line. What was the appearance of the staples (irregular shapes or legs open)? Legs open. Was the tissue excised prior to examining the staple line? I can't understand this question, for the tl60 is a stapler and not cut the tissue. Was a leak test performed or was the staple line insufficiency visually detected? The staple line was insuffiency visually detected. Was the device fired over an existing staple line or clip? No.